Event description:
On (B)(6) 2012, the pt underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring gore c3 delivery system. The pt tolerated the procedure. On (B)(6) 2012, the pt presented to the hospital with pain in his legs. It was reported that computed tomography (CT) showed a collapse of the endoprosthesis. The pt underwent successful reintervention. A thrombectomy was performed with an lemaitre embolectomy catheter and a palmaz stent was placed. The pt tolerated the procedure and is doing fine.

Manufacturer narrative:
A review of the mfg records for the device(s) is being conducted.